Event description:
During a procedure, the surgeon was inserting a 2.7mm va screw on the va-lcp plate. The screw did not fully engage the locking mechanism in the plate hole. Surgeon noted the screw appeared to be spinning in place, neither progressing or backing out. The screw was left in place in the plate. Surgeon does not believe the screw is in jeopardy of backing out. The procedure was completed. This is 2 of 2 reports.

Manufacturer narrative:
W/o a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.